Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (removal of the essure device on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced uterine perforation of the essure device. She underwent the removal of essure nine months after insertion. The exact time point and mechanism of uterine perforation is not known. However, considering the temporal relationship and the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/migration of essure device location of device: extending up the fallopian tube"), uterine perforation ("perforation of the essure device") and device dislocation ("migration of essure device / misplaced essure device/migration of essure device location of device: broad ligament/ migration of essure device location of device: extending up the fallopian tube.") In a 39-year-old female patient who had essure (batch no: 825627/ 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (on (B)(6) 2008; on (B)(6) 2011), cervical dysplasia, essential hypertension, c-section, menstrual migraine, human papilloma virus infection, venereal disease nos, abortion, colposcopy and pap smear abnormal. Patient not using alcohol. Patient having negative oncogenic hpv. On (B)(6) 2012 patient had hcg pregnancy test which was negative. On (B)(6) 2012:hysterosalpingogram: unilateral occlusion (right tube occluded), other (please describe) failed just one side was occluded correctly. Previously administered products included for high blood pressure: norvas; for an unreported indication: mirena. Concurrent conditions included overweight, skin rash and hives. Family history included hypertension (mother, father) and diabetes mellitus (mgf, sister). Concomitant products included amlodipine, amlodipine besilate (norvas) since 2009, methyldopa and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"), 2 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2012 partial salpingectomy/unilateral salpingectomy - left side only, essure removed, partial salpingectomy and removal of the essure device, partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils left exposed on the endometrial side of he lube. There was no resistance and no evidence of peroration on the time of insertion. Non-occlusion of one tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: essure confirmation test. Batch number: 825627, expiration date: (jan-2014, manufacture date: jan-2011. Batch number: 869761, expiration date: jun-2014, manufacture date: jun-2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Events were added: abnormal bleeding (vaginal) and menorrhagia. Concomitant medications added. Event clubbed: perforation (fallopian tubes)/migration of essure device location of device: extending up the fallopian tube. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation of the essure device") and device dislocation ("migration of essure device / misplaced essure device/migration of essure device location of device: broad ligament/ migration of essure device location of device: extending up the fallopian tube.") In a 39-year-old female patient who had essure (batch no. 825627/ 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008;(B)(6) 2011), cervical dysplasia, essential hypertension, c-section, menstrual migraine, human papilloma virus infection, venereal disease nos, abortion, colposcopy and pap smear abnormal. Patient not using alcohol. Patient having negative oncogenic hpv. Previously administered products included for high blood pressure: norvas; for an unreported indication: mirena. Concurrent conditions included overweight, skin rash and hives. Family history included hypertension (mother, father) and diabetes mellitus (mgf, sister). Concomitant products included amlodipine besilate (norvas) since 2009 and colecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 20 days after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2012 partial salpingectomy), surgery (removal of the essure device, partial salpingectomy) and surgery (essure removed, partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: there were 3 coils left exposed on the endometrial side of he lube. There was no resistance and no evidence of peroration on the time of insertion. Non-occlusion of one tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test on (B)(6) 2012 patient had hcg pregnancy test which was negative on (B)(6) 2012:hysterosalpingogram: unilateral occlusion (right tube occluded), other (please describe) failed just one side was occluded correctly. Batch number: 825627 expiration date: jan-2014 manufacture date: jan-2011 . Batch number: 869761 expiration date: jun-2014 manufacture date: jun-2011 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Events depression and mental anguish were added. Concomitant drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/migration of essure device location of device: extending up the fallopian tube'), uterine perforation ('perforation of the essure device') and device dislocation ('migration of essure device/misplaced essure device/migration of essure device location of device: broad ligament/migration of essure device location of device: extending up the fallopian tube'). In a 39-year-old female patient who had essure (batch no. 825627/869761). Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida ii, parity 2 ((B)(6) 2008;(B)(6) 2011), cervical dysplasia, essential hypertension, c-section, menstrual migraine, human papilloma virus infection, venereal disease nos, abortion, colposcopy and pap smear abnormal. Patient not using alcohol. Patient having negative oncogenic hpv. On (B)(6) 2012, patient had hcg pregnancy test, which was negative. On (B)(6) 2012, hysterosalpingogram: unilateral occlusion (right tube occluded), other (please describe) failed just one side was occluded correctly. Previously administered products included: for high blood pressure: norvas; for an unreported indication: mirena. Concurrent conditions included: overweight, skin rash and hives. Family history included: hypertension (mother, father) and diabetes mellitus (mgf, sister). Concomitant products included: amlodipine, amlodipine besilate (norvas) since 2009, methyldopa and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition : mental anguish"), 2 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with surgery (on (B)(6) 2012 partial salpingectomy/unilateral salpingectomy - left side only, essure removed, partial salpingectomy and removal of the essure device, partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation had resolved. And the depression, anxiety, vaginal haemorrhage, menorrhagia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils left exposed on the endometrial side of the lube. There was no resistance and no evidence of peroration on the time of insertion. Non-occlusion of one tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, results: essure confirmation test. Batch number: 825627, expiration date: jan-2014, manufacture date: jan-2011, batch number: 869761, expiration date: jun-2014, manufacture date: jun-2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: event added: post procedural complication. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation of the essure device") and device dislocation ("migration of essure device / misplaced essure device/migration of essure device location of device: broad ligament") in a 40-year-old female patient who had essure (batch no. 825627/ 869761) inserted for female sterilisation. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008;(B)(6) 2011), cervical dysplasia, essential hypertension, c-section, menstrual migraine, human papilloma virus infection, venereal disease nos, abortion, colposcopy and pap smear abnormal. Patient not using alcohol. Patient having negative oncogenic hpv. Previously administered products included for high blood pressure: norvas. Concurrent conditions included overweight, skin rash and hives. Family history included hypertension (mother, father) and diabetes mellitus (mgf, sister). Concomitant products included colecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2012 partial salpingectomy), surgery (removal of the essure device, partial salpingectomy) and surgery (essure removed, partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: there were 3 coils left exposed on the endometrial side of he lube. There was no resistance and no evidence of peroration on the time of insertion. Non-occlusion of one tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on 16-mar-2012: essure confirmation test on (B)(6) 2012 patient had hcg pregnancy test which was negative . Batch number: 825627 expiration date: jan-2014 manufacture date: jan-2011 . Batch number: 869761 expiration date: jun-2014 manufacture date: jun-2011 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. On (B)(6) 2018: plaintiff fact sheet received: event onset date was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/migration of essure device location of device: extending up the fallopian tube'), uterine perforation ('perforation of the essure device') and device dislocation ('migration of essure device / misplaced essure device/migration of essure device location of device: broad ligament/ migration of essure device location of device: extending up the fallopian tube.') In a 39-year-old female patient who had essure (batch no. 825627, 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2008;(B)(6) 2011), cervical dysplasia, essential hypertension, c-section, menstrual migraine, human papilloma virus infection, venereal disease nos, abortion, colposcopy and pap smear abnormal. *patient not using alcohol. Patient having negative oncogenic hpv. On (B)(6) 2012 patient had hcg pregnancy test which was negative on (B)(6) 2012: hysterosalpingogram: unilateral occlusion (right tube occluded), other (please describe) failed just one side was occluded correctly. Previously administered products included for high blood pressure: norvas; for an unreported indication: mirena. Concurrent conditions included overweight, skin rash and hives. Family history included hypertension (mother, father) and diabetes mellitus (mgf, sister). Concomitant products included amlodipine, amlodipine besilate (norvas) since 2009, methyldopa and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"), 2 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with surgery (on (B)(6) 2012 partial salpingectomy/unilateral salpingectomy - left side only, essure removed, partial salpingectomy and removal of the essure device, partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation had resolved and the depression, anxiety, vaginal haemorrhage, menorrhagia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils left exposed on the endometrial side of he lube. There was no resistance and no evidence of peroration on the time of insertion. Non-occlusion of one tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test. Lot number: 825627 manufacture date: 2011-01 expiration date:2014-01. Lot number: 869761 manufacture date: 2011-06 expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation of the essure device") and device dislocation ("migration of essure device / misplaced essure device") in a 40-year-old female patient who had essure (batch no. 825627,869761) inserted for female sterilisation. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008;(B)(6) 2011), cervical dysplasia, essential hypertension, c-section, menstrual migraine, human papilloma virus infection, venereal disease nos, abortion, colposcopy and pap smear abnormal. Patient not using alcohol. Patient having negative oncogenic hpv. Previously administered products included for high blood pressure: norvas. Concurrent conditions included overweight, skin rash and hives. Family history included hypertension (mother, father) and diabetes mellitus (mgf, sister). Concomitant products included colecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. The patient was treated with surgery (essure removed, partial salpingectomy), surgery (removal of the essure device, partial salpingectomy) and surgery (essure removed, partial salpingectomy). Essure was removed on (B)(6) -2012. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: there were 3 coils left exposed on the endometrial side of he lube. There was no resistance and no evidence of peroration on the time of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test on (B)(6) 2012 patient had hcg pregnancy test which was negative. Most recent follow-up information incorporated above includes: on 26-feb-2018: reporter added, indication updated, lot number added, patient historical and concomitant conditiona added, events added as follows:- fallopian tube perforation, device dislocation, abdominal pain lower, lab data added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (removal of the essure device on (B)(6) 2012). Essure was withdrawn. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered uterine perforation and pelvic pain to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced uterine perforation of the essure device. She underwent the removal of essure nine months after insertion. Uterine perforation is anticipated in the reference safety information for essure. The exact time point and mechanism of uterine perforation is not known. However, considering the temporal relationship and the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.